Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the irregular movement and difficulty removing the clip delivery system. It was reported that this was a tricuspid procedure treating tricuspid regurgitation (tr) grade 4. The first clip was implanted without issue. The second clip delivery system (cds 71122u140) made strange movements when using the a/p knob, and was stuck in the chiari network in the right atrium. The device was able to be removed and another clip was implanted without any issues, reducing the tr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported sleeve steering issue was not confirmed. The returned device analysis confirmed that the steerable sleeve functioned as intended. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event, and a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported improper or incorrect procedure or method appears to be related to user technique as mitraclip device was utilized to treat a tricuspid valve. The reported difficult to position appears to be related to user technique/procedure conditions as the device was miskeyed during insertion and removal of the cds. Additionally, the reported difficult to remove (chiari network interaction) appears to be a combination of patient morphology/pathology and user technique. Lastly, the observed bent actuator mandrel appears to be related to user technique/procedural conditions as multiple trouble shooting steps were performed during the procedure. In addition, per the intended use section of the mitraclip nt IFU, the mitraclip nt system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.